Event description:
It was reported that the user experienced leaking from the cartridge while using a 6 mm, 23-inch infusion set and observed no drops during multiple supply changes, with blood glucose reaching 347 mg/dl after being off the pump during troubleshooting. Symptoms included hyperglycemia. Outcomes included return to target range after reinitiating therapy. Investigation included a review of device use and coaching through the correct supply change process. Investigation of this case revealed that the cartridge had been connected outside the pump, which likely caused leakage and interrupted insulin delivery, and the issue resolved after correct setup. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.